Event description:
It was reported that the patient with tis right atrial (ra) lead received shock twice and healthcare professional (hcp) requested for review on presenting electrogram. Boston scientific technical service (ts) reviewed and discussed noted atrial undersensing occurs and device labels intrinsic conduction premature ventricular contraction (pvc). Ts advised to consider chest x-ray. This lead remains in service. No adverse patient effects were reported. Additional information indicates that the events are being reviewed to determine whether the atrial fibrillation (af) is being missed or if it is due to lead noise in the right atrium (ra). Technical service (ts) discussed this appears true af, intermittent undersensing of af. Ts also noted increase in ra threshold. Recommended increasing ra sensitivity.

Event description:
It was reported that the patient with tis right atrial (ra) lead received shock twice and healthcare professional (hcp) requested for review on presenting electrogram. Boston scientific technical service (ts) reviewed and discussed noted atrial undersensing occurs and device labels intrinsic conduction premature ventricular contraction (pvc). Ts advised to consider chest x-ray. This lead remains in service. No adverse patient effects were reported.